Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The service has been canceled, according to customer the reported problem no longer occurred. No logs were provided and no parts were replaced. The reason for the reported failure has not been determined but the reporting of no parts being replaced and the problem not reoccurring indicates a pre-use related failure. H3 other text: 4111.

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).